Event description:
It was reported that a patient underwent a total right hip arthroplasty on an unknown date approximately twenty (20) years ago where he was implanted with a taperloc stem and a hexloc cup. On an unknown date, a trochanter cable plate was implanted. It was also reported that patient underwent a polyethylene liner swap on an unknown date. A revision procedure has been indicated due to possible elevated chromium levels. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03427 / 03428).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. It was further reported patient alleges pain and elevated metal ion levels. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that a patient underwent a total right hip arthroplasty on an unknown date approximately twenty (20) years ago where he was implanted with a taperloc stem and a hexloc cup. On an unknown date, a trochanter cable plate was implanted. It was also reported that patient underwent a polyethylene liner swap on an unknown date. A revision procedure has been indicated due to pain and possible elevated chromium levels. There has been no reported revision procedure to date.